Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, severely scratched display window, and scratched/faded keypad overlay noted.

Event description:
Customer reported via phone call that there was a crack on the screen. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.